Manufacturer narrative:
Ge healthcare¿s investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that, during the preoperative checkout, the low pressure oxygen alarm was not functioning. There was no report of patient involvement.

Manufacturer narrative:
The investigation by ge healthcare has been completed. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The oxygen alarm assembly was replaced, and the unit was returned to service. No further action is required.